Event description:
A hemocue hb 201 system has provided a result that is outside spec when compared to results provided by laboratory methods. This could potentially lead to a missed clinical action if it was to recur. Hemocue: 116 g/l; lab method 1: 70 g/l; lab method 2: 72 g/l; no pt impact reported. The user did not take any action based on the result from the hemocue system.

Manufacturer narrative:
The hemocue hb 201 microcurvettes returned by the customer from the same lot that were used at the event have been investigated at hemocue. No malfunction was detected. Note that similar events at the same hosp with the same microcurvettes have been reported previously: MDR number 300304483-2015-00002 and MDR number 300304483-2015-00003.